Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while supporting a patient, the iab had a leak. There was a replacement iab inserted. There was no reported injury to the patient. This case is for 1 of 3 devices.

Manufacturer narrative:
The product was returned with the membrane completely folded and traces of blood found on the exterior of the catheter. No blood was observed inside the iab catheter. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported unfurled membrane, difficult/unable to insert problem because of the returned condition of the catheter and we are unable to mimic the clinical setting. The returned condition of the product indicates that the reported leak, during insertion problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while supporting a patient, the iab had a leak after successful sheath insertion. The iab would not smoothly pass through sheath and blood leaked around the balloon, which appeared ruptured. This occurred 3 times with the use of 50 cc mega 8 fr sheath. There was a replacement iab inserted using a 40 cc mega. There was no reported injury to the patient. The indication for use was decompensated chf (congested heart failure). This case is for 1 of 3 devices.